Event description:
It was reported that on (B)(6) 2012, after the chronic total occlusion target lesion was successfully stented in the heavily calcified, proximal right coronary artery (rca) and long stenting in the non-target left anterior descending coronary artery (lad), dissections were noticed on angiogram in the mid rca and mid lad related to the guidewires. The asahi confianza pro was used in the mid rca and an unknown guidewire was used in the mid lad. The patient had silent ischemia. The dissections were successfully treated with additional stenting. On (B)(6) 2012, the patient had hypotension and in-stent thrombosis. The patient had ischemic symptoms related to this thrombus. The patient was given cardiovascular medication, thrombolytic treatment, and the rca was percutaneously revascularized. The patient was intubated and medicated. On (B)(6) 2013, the patient died from cardiogenic shock. The cardiogenic shock was reportedly caused by the dissections in the mid rca and mid lad. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received from the treating physician, quote: during the procedure done on (B)(6) 2012, the patient did have two separate coronary dissections, one in the lad which was the vessel used to go retrograde into the target vessel cto in the rca. He also had an rca dissection caused by antegrade wire manipulation. Most of the adverse events reported were related to the rca procedural dissection. The guidewire that caused this dissection was the whisper wire. The dissection may have originally been started by a retrograde wire, a confienza pro 12. However, the right coronary was then wired in an antegrade fashion which extended the dissection distally, and that wire was the whisper wire. All manipulations from that time forward were done in an antegrade manner, and they were related to the whisper wire induced dissection. The left anterior descending coronary dissection was noticed only after the rc dissection was treated and not at the time that the dissection likely occurred. The septal artery that was entered was cannulated by a curved whisper j wire. This j wire was followed into position in the septal artery by a corsair 150 cm catheter. The whisper wire was then removed and replaced with multiple other wires. It is my impression that the left anterior descending coronary artery dissection was caused by manipulation of the corsair catheter rather than manipulation of a guidewire.

Manufacturer narrative:
(B)(4). The patients cardiogenic shock resulted from coronary stent thrombosis. This event occurred on (B)(6) 2012. In my (the physician), judgment, the stent thrombosis was directly related to the patients cardiogenic shock and ultimate demise. The original right coronary artery dissection on (B)(6) 2012 undoubtedly contributed to the stent thrombosis event. The corsair catheter and whisper j guidewire, are filed in separate medwatch MFR reports.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2012: (23:45): ck=186 u/l. (B)(6) 2012: (23:45): ck-mb=10.4 ng/ml. (B)(6) 2012: (23:45): troponin I=0.16 ng/ml. (B)(6) 2012: ck=467 u/l. (B)(6) 2012: ck-mb=38 ng/ml. (B)(6) 2012: troponin I=0.42 ng/ml. (B)(6) 2012: (00:10): ck=757 u/l. (B)(6) 2012: (00:10): ck-mb=47.7 ng/ml. (B)(6) 2012: (00:10): troponin I=0.74 ng/ml. (B)(6) 2012: (11:15): ck=801 u/l (B)(6) 2012: (11:15): ck-mb=34.5 ng/ml. (B)(6) 2012: (11:15): troponin I=0.79 ng/ml. (B)(6) 2012: (20:00): ck=746 u/l. (B)(6) 2012: (20:00): ck-mb=25.1 ng/ml. (B)(6) 2012: (20:00): troponin I=1.93 ng/ml (B)(6) 2012: (23:20): ck=708 u/l. (B)(6) 2012: (23:20): ck-mb=23.5 ng/ml. (B)(6) 2012: (23:20): troponin I=2.14 ng/ml. (B)(6) 2012: (03:15): ck=654 u/l. (B)(6) 2012: (03:15): ck-mb=17.9 ng/ml. (B)(6) 2012: (03:15): troponin I=2.09 ng/ml. (B)(6) 2012: (16:00): ck=624 u/l. (B)(6) 2012: (16:00): ck-mb=16.7 ng/ml. (B)(6) 2012: (16:00): troponin I=1.91 ng/ml. (B)(6) 2012: (02:50): ck=557 u/l. (B)(6) 2012: (02:50): ck-mb=13.1 ng/ml. (B)(6) 2012: (02:50): troponin I=1.64 ng/ml. (B)(6) 2012: (07:30): ck=491 u/l. (B)(6) 2012: (07:30): ck-mb=10.7 ng/ml. (B)(6) 2012: (07:30): troponin I=1.7 ng/ml. (B)(6) 2012: (19:55): ck=525 u/l. (B)(6) 2012: (19:55): ck-mb=7.5 ng/ml. (B)(6) 2012: (19:55): troponin I=1.42 ng/ml. (B)(6) 2012: (04:15): ck=503 u/l. (B)(6) 2012: (04:15): ck-mb=6.5 ng/ml. (B)(6) 2012: (04:15): troponin I=1.48 ng/ml. Concomitant products: dilatation catheter: apex push otw 1.5x15, emerge monorail ptca 3.5x12. Guide wire: prowater, fielder fc, whisper j 190, fielder xt 190, fielder xt 300. Stent: xience v (3.5x18, 3.5x28 x2, 3.5x12, 2.5x23, 3.0x38, 3.0x15). The device was not returned. It could not be determined if the guide wire caused or contributed to the reported event. Although the lot history review could not be conducted, all the shipped products are inspected during the production process and at the time of packaging for meeting the product specifications and shipping criteria. It is inferred that the guide wire in question was free from deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The unknown guidewire referenced, is being filed under a separate medwatch MFR number.